Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a revision for normal end of life of the battery. When they attempted to put the extension into the new battery they could not advance it all the way into the header block. The caller sated that they were able to get the extension about half way in. The caller stated that the extension/electrodes did not appear damaged. The caller stated that they tried wiggling or rotating the lead and backing the setscrews out as much as possible. The caller stated that they also opened a pocket adapter to use that to try to insert the tail into the battery and they were having the same issue. The caller stated they opened a new ins. The 2nd attempt replacement battery had no problem connecting and is now implanted as the replacement. The patient is now receiving therapy. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial (B)(4)) revealed the battery had a lead or extension insertion an omaly in the connector port where there was a deformed balseal spring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.